Event description:
It was reported that multiple malfunction alarms occurred. There was no reported adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump, as it was under warranty, and instructed the customer on returning the defective pump and using multiple daily injections as a backup therapy to ensure insulin delivery continuity. The customer acknowledged and understood all instructions.